Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single plate lens. Torn, noted by surgeon, after insertion into the left eye. Lens was removed with no pt injury.

Manufacturer narrative:
(B)(4). Results - visual inspection of the returned product found piece of plate haptic and piece of optic is torn off and missing. Lens returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).